Manufacturer narrative:
Additional narrative: patient weight is unknown. Additional product code: hwc. UDI: ((B)(4); lot unknown. Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a screw into the plate for an ulna shortening, the neck of the screw broke off completely. The head of the screw was easily retrieved. The screw shaft remained in the screw hole of the plate and the surgeon placed a locking screw in the combi-hole, next to the broken screw for reinforcement. There was no surgical delay and no additional medical intervention required. Standard x-rays were taken for the procedure, unrelated to the screw breakage. No additional x-rays required. Surgeon achieved solid fixation and the procedure was completed successfully. This is report 1 of 1 for (B)(4).